Event description:
(B)(6) study. Same patient as: 2134265-2008-01361, 2134265-2008-01362, 2134265-2008-01365. Same case as: 2134265-2012-04867, 2134265-2012-04868. It was reported that post a coronary stenting treatment procedure, the patient expired. The initial procedure treated three target lesions. Target lesion one was located in the ostium of the proximal lad (left anterior descending). Target lesion one was a de novo, 3.5x24mm lesion with 75% stenosis. Target lesion one was predilated using 3.0x16mm balloon at 20atm, a 3.5x24mm taxus express2 drug eluting stent was deployed at 6atm, and post dilated using delivery balloon at 14atm. Target lesion two was in the distal portion of the mid lad. Target lesion two was a de novo, 3.0x16mm lesion with 75% stenosis. Target lesion two was treated using direct stenting with a 3.0x16mm taxus express 2 drug eluting stent at 20atm, post-dilatation was not performed. Target lesion three was located in the ostial proximal cx (circumflex). Target lesion three was a de novo, 3.5x12mm lesion with 90% stenosis. Target lesion three was treated with predilation using a 3.0x16mm balloon at 20atm, a 3.5x12mm taxus express2 drug eluting stent was deployed at 6atm, and post-dilated using the stent delivery balloon at 14atm. Following stent placement, ivus (intravascular ultrasound) was performed confirming that post-% of stenosis for all lesions were 0%. The stents were all well positioned and well apposed. There were no complications or injuries to the patient. Following the procedure, degradation of platelets was confirmed. According to the physician, the taxus stents were not related to the platelet degradation. The platelet degradation may have been related to the procedure or antiplatelet medication. One day post procedure, worsening congestive heart failure (increase of pleural effusion) was confirmed. According to the physician, the taxus stents, the procedure, and the antiplatelet agent (plavix) may be related to the event. The patient was treated with intravenous medications. Six days post procedure, the degradation of platelets and worsening congestive heart failure were reported to be 'in remission.' Twelve days post procedure the patient was discharged. It was also noted that the patient had stable angina following the procedure and up until discharge. In (B)(6) 2010, the patient unexpectedly expired. The physician was informed of this event from another facility when the physician attempted follow-up with the patient. Additional information is not available.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).